Event description:
Overdelivery reported: the pump was programmed to deliver demerol 10.0mg/ml in the pca only mode at 1.0mg with a 10 minute lockout. It was reported that the nurse was in the pt's room when the pt became unresponsive. There was no info available related to the pt's respiration rate at the time of event. Narcan 0.8mg IV push was administered and the pt's respiration rate returned to an acceptable limit. After the event, the pt was transferred to the ICU for closer monitoring and observation. According to the customer contact, the nurse reported that there wa 9.0ml not accounted for between the volume left in the syringe and the documented amount delivered. Though requested, there was no additional info available.